Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcified part. Therefore, the product was unavailable and manual compression was performed for 20 minutes and the patient recovered. A 7f non-cordis sheath was used with the device. The balloon lost pressure after being pulled to the arteriotomy and the user could detect the ruptured balloon by monitoring the decrease in pressure. There was no reported patient injury. The procedure was carotid stenting (cas). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The tension indicator line was aligned. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instruction for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured in the calcified part. Therefore, the product was unavailable and manual compression was performed for 20 minutes and the patient recovered. A 7f non-cordis sheath was used with the device. The balloon lost pressure after being pulled to the arteriotomy and the user could detect the ruptured balloon by monitoring the decrease in pressure. There was no reported patient injury. The procedure was a carotid stenting (cas). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The tension indicator line was aligned. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instruction for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was fully depressed and button 2 was not depressed. The syringe, the sealant, and the procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, no damages were observed to sealant sleeves assembly. Per functional analysis, the inflation/deflation test was conducted as per the mynx control IFU. The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (the balloon reportedly ruptured at the calcified part of the vessel) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.